Manufacturer narrative:
E1 phone number: (B)(6). A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the cuff leakage was found after ten days while in use with a patient. The event occurred while in use with patient. The date of event was on (B)(6) 2025. The operator of device was a health professional. The event occurred in hospital. There was no report of adverse event.

Manufacturer narrative:
One used unit was received for evaluation. No visual defects were observed upon initial inspection. Functional testing was performed and the reported issue was repliceated. A device history review was performed and no nonconformances were identified. The reported defect was able to be replicated, and no misuse was identified. The defect is confirmed and can be attributed to the manufacturing process. The true lot number cannot be confirmed due to the packaging being discarded. Customer reported the assumed lot number: